Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was completely dead. The patient's blood glucose at the time of incident was 220 mg/dl. No further details were provided, and no products were returned or replaced.

Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window. No unexpected off no power without low battery anomalies noted. No blank display was noted. No damage to the lcd board noted.